Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. We found discoloration and visible damage on the star type reel stand. We also found a damaged ceramic po800218. The end of the shrinking tube shows no visible damage, but we found visible damage on other positions of the shrinking tube. Additionally we found a cracked ceramic and dark discoloration. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: we assume that the damage of the shrinking tube was caused by insertion and removal of the instrument through the working channel or another sharp instrument. Furthermore, we assume a mechanical overload situation and this will result with deformed scissor blade and ceramic breakages. There is the possibility of torsion or high leverage with the instrument. We assume that the sparks were caused by broken ceramics and isolation and these will have dark discoloration. No CAPA is necessary.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was a partial detachment of the coating. Product recall due to the technical problem happening during use. There was no harm to the patient reported.